Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised for pain.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update rec'd 4/13/2016: litigation received. Litigation also alleges corrosion, debris, and elevated metal ion levels. The stem is being added to the complaint. This complaint was updated on: 4/25/2016.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update received 11/14/2015. Clinical report was received stating the patient was revised due to pain and stiffness. Implant date and lot number for the femoral head have been provided.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 01/08/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, upon revision there was a large amount of gray white cloudy fluid with fine particulate matter seen in the hip, thought to be armd. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 01/25/2016.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.